Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; and oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker system exhibited a signal artifact monitor (sam) event which appeared to be due to minute ventilation (mv) signal oversensing on the right atrial (ra) channel. The oversensing also resulted in an inappropriate atrial tachy response (atr) episode. The ra impedance measurements were elevated but not out of range at the time of the sam event. Technical services (ts) discussed this with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.